Manufacturer narrative:
The device was returned for analysis. The reported ¿wires (sutures) came out with the plunger¿ was confirmed as a cuff miss was observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: a posterior foot break (not returned) was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.

Event description:
It was reported that an arteriotomy closure was attempted with a proglide device. Reportedly, the proglide device did not work. The wires (sutures) came out with the plunger. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.